Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose was elevated (527 mg/dl) and cause was unknown. System check was performed with tandem technical support and no issues were identified. Customer reported not feeling as though blood glucose was high and wanted to troubleshoot test strips. No issues were identified with the test strips. Customer reported that a bolus would be delivered to address elevated blood glucose, and another vial of insulin would be used. Customer declined follow up from tandem technical support.